Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Insulin pump received with unresponsive down arrow button due to corroded keypad traces. No frozen screens were noted. No traces of moisture were noted at electronic or motor assemblies per visual inspection. Unable to perform displacement test, verify unexpected low battery or low reservoir alarms due to unresponsive buttons. Cracked case at display window corners and serverly scratched lcd window noted. The act button is responding properly and no delay anomaly noted.

Event description:
The customer stated that buttons on the keypad are stuck and the frozen screen comes and goes. Prior to the event, the patient was caught in a downpour. He was unable to see alarm history. The blood glucose reading at the time of the event was 114 mg/dl. The current blood glucose is 133 mg/dl. No further information was provided.